Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor assembly was found to be damaged. A review of the pump history indicated that loss of cartridge detection did not occur. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported receiving loss of prime at least 2 times weekly over the last month. The pump was returned to animas and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor assembly was found to be damaged. This report is being made based on investigation results.